Event description:
According to the pt, after infusion difficulty about 12 months post implant, catheter fracture with embolization of the distal segment to the pulmonary artery was diagnosed and the segment successfully retrieved.